Event description:
It was reported that after implanting a lens the reporting physician noticed that the tip of its cartridge had been broken. There was no patient injury. No further information is provided.

Manufacturer narrative:
Age or date of birth & weight: unknown, information not provided. Implant date: unknown, information not provided. If explanted; give date: n/a (not applicable). The lens remains implanted. Phone number: (B)(6). The intraocular lens (iol) was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain additional information regarding the event; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Corrected data: in review, it was noted that the code "4114" was inadvertently entered in the initial MDR report for the "type of investigation" which is incorrect. Therefore, the information has been corrected in this supplemental MDR report and the following field was updated accordingly: section h6: type of investigation: 4117 additional information: section d9: device available for evaluation? Yes section d9: returned to manufacturer: yes section d9: date returned to manufacturer: jul 22, 2022 section h3 - device evaluated by manufacturer? Yes device evaluation: the complaint handpiece was received inside of the original folding carton. Visual inspection under magnification revealed that the handpiece was received with the plunger rod in the retracted position. The cartridge tip was observed to be cracked. Inspection of the external assembly and the plunger rod, revealed no issues that could contribute to or cause the cartridge tip crack. No further issues could be identified. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted. The complaint issue "cartridge tip cracked/damaged" was identified during product evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Therefore, there is no indication of a product deficiency or product malfunction. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.